Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("severe allergic reaction to nickel with anaphylactic shock"), anaphylactic shock ("severe allergic reaction to nickel with anaphylactic shock") and genital haemorrhage ("heavy bleeding / abnormal bleeding") in a 39-year-old female patient who had essure (batch no. Cs0003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. Declined pre-procedure benzo diazepam. Concurrent conditions included parity 3, painful periods since 18-may-2016, menses irregular with excessive bleeding since (B)(6) 2016, pelvic pain since (B)(6) 2016, rectocele since (B)(6) 2016 and perineal disorder since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 16 days after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), anaphylactic shock (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). On an unknown date, the patient experienced rash ("rashes or skin conditions"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and abdominal pain lower ("lower abdominal pain (infrequent)"). The patient was treated with epinephrine (epipen), fluocinonide, surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy, posterior colporrhaphy) and surgery (ablation on (B)(6) 2014). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, anaphylactic shock, genital haemorrhage, pelvic pain, rash, dyspareunia, hormone level abnormal, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, anaphylactic shock, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion, device was in place approximate weight at the time of essure placement: 155 lbs. On 18-may-2016, procedure performed: laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy, posterior colporrhaphy with perineorrhaphy. Gross description: the cervical os measures 1.5 cm in average diameter, the uterus sounds to 7.7 cm. The uterus is bivalved revealing a shaggy endometrium. The myometrium measures 2.1 cm in thickness. No myometrial nodules are grossly identified. Two spring like coils are removed from the fallopian tubes. The left fallopian tube segment measures 5.8 cm in length and up to 1.1 cm in diameter. There is a identifiable central lumen. The right fallopian tube segment measures 6.8 cm in length and 0.9 cm in diameter. There is a identifiable central lumen. Findings: normal external genitalia, martial introitus with stage I rectocele and perineal laxity, normal uterus, ovaries tubes and pelvic peritoneum. Liver and gallbladder surface are normal concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("severe allergic reaction to nickel with anaphylactic shock"), anaphylactic shock ("severe allergic reaction to nickel with anaphylactic shock") and genital haemorrhage ("heavy bleeding / abnormal bleeding") in a 39-year-old female patient who had essure (batch no. Cs0003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. Declined pre-procedure benzo diazepam. On (B)(6) 2016, procedure performed: laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy, posterior colporrhaphy with perineorrhaphy. Gross description: the cervical os measures 1.5 cm in average diameter, the uterus sounds to 7.7 cm. The uterus is bivalved revealing a shaggy endometrium. The myometrium measures 2.1 cm in thickness. No myometrial nodules are grossly identified. Two spring like coils are removed from the fallopian tubes. The left fallopian tube segment measures 5.8 cm in length and up to 1.1 cm in diameter. There is a identifiable central lumen. The right fallopian tube segment measures 6.8 cm in length and 0.9 cm in diameter. There is a identifiable central lumen. Findings: normal external genitalia, martial introitus with stage I rectocele and perineal laxity, normal uterus, ovaries tubes and pelvic peritoneum. Liver and gallbladder surface are normal. Concurrent conditions included parity 3, painful periods since (B)(6) 2016, menses irregular with excessive bleeding since (B)(6) 2016, pelvic pain since (B)(6) 2016, rectocele since 18-may-2016 and perineal disorder since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), anaphylactic shock (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"), 1 month 16 days after insertion of essure. On an unknown date, the patient experienced rash papular ("rashes or skin conditions - type: skin had red bumps on stomach and arms"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes - describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), abdominal pain lower ("lower abdominal pain (infrequent)") and abdominal pain ("abdominal pain"). The patient was treated with epinephrine (epipen), fluocinonide and surgery (ablation on oct2014, laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy, posterior colporrhaphy and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, anaphylactic shock, genital haemorrhage, pelvic pain, rash papular, dyspareunia, mood swings, vaginal haemorrhage, menorrhagia, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anaphylactic shock, dyspareunia, genital haemorrhage, menorrhagia, mood swings, pelvic pain, rash papular and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted-" approximate weight at the time of essure placement: 155 lbs". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - in 2014: results: total bilateral occlusion, device was in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet received. Event rash updated to rash popular and event hormone level abnormal updated to mood swings. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("severe allergic reaction to nickel with anaphylactic shock"), anaphylactic shock ("severe allergic reaction to nickel with anaphylactic shock") and genital haemorrhage ("heavy bleeding / abnormal bleeding") in a 39-year-old female patient who had essure (batch no: cs0003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. Declined pre-procedure benzo diazepam. On (B)(6) 2016, procedure performed: laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy, posterior colporrhaphy with perineorrhaphy. Gross description: the cervical os measures 1.5 cm in average diameter, the uterus sounds to 7.7 cm. The uterus is bivalved revealing a shaggy endometrium. The myometrium measures 2.1 cm in thickness. No myometrial nodules are grossly identified. Two spring like coils are removed from the fallopian tubes. The left fallopian tube segment measures 5.8 cm in length and up to 1.1 cm in diameter. There is a identifiable central lumen. The right fallopian tube segment measures 6.8 cm in length and 0.9 cm in diameter. There is a identifiable central lumen. Findings: normal external genitalia, martial introitus with stage I rectocele and perineal laxity, normal uterus, ovaries tubes and pelvic peritoneum. Liver and gallbladder surface are normal. Concurrent conditions included parity 3, painful periods since on (B)(6) 2016, menses irregular with excessive bleeding since on (B)(6) 2016, pelvic pain since on (B)(6) 2016, rectocele since on (B)(6) 2016 and perineal disorder since on (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), anaphylactic shock (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"), 1 month 16 days after insertion of essure. On an unknown date, the patient experienced rash ("rashes or skin conditions"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), abdominal pain lower ("lower abdominal pain (infrequent)") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with epinephrine (epipen), fluocinonide and surgery (ablation on (B)(6) 2014, laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy, posterior colporrhaphy). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, anaphylactic shock, genital haemorrhage, pelvic pain, rash, dyspareunia, hormone level abnormal, vaginal haemorrhage, menorrhagia, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anaphylactic shock, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted-" approximate weight at the time of essure placement: 155 lbs". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram: in 2014: results: total bilateral occlusion, device was in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2018: pfs received. Reporter information added. Event added: abdominal pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("severe allergic reaction to nickel with anaphylactic shock"), anaphylactic shock ("severe allergic reaction to nickel with anaphylactic shock") and genital haemorrhage ("heavy bleeding / abnormal bleeding") in a 39-year-old female patient who had essure (batch no. Cs0003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. Declined pre-procedure benzo diazepam. Concurrent conditions included parity 3, painful periods since (B)(6) 2016, menses irregular with excessive bleeding since (B)(6) 2016, pelvic pain since (B)(6) 2016, rectocele since (B)(6) 2016 and perineal disorder since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 16 days after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), anaphylactic shock (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). On an unknown date, the patient experienced rash ("rashes or skin conditions"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and abdominal pain lower ("lower abdominal pain (infrequent)"). The patient was treated with epinephrine (epipen), fluocinonide, surgery (hysterectomy and bilateral salpingectomy), surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy, posterior colporrhaphy) and surgery (ablation on oct2014). Essure was removed on 18-may-2016. At the time of the report, the allergy to metals, anaphylactic shock, genital haemorrhage, pelvic pain, rash, dyspareunia, hormone level abnormal, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, anaphylactic shock, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion, device was in place approximate weight at the time of essure placement: 155 lbs. On (B)(6) 2016, procedure performed: laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy, posterior colporrhaphy with perineorrhaphy. Gross description: the cervical os measures 1.5 cm in average diameter, the uterus sounds to 7.7 cm. The uterus is bivalved revealing a shaggy endometrium. The myometrium measures 2.1 cm in thickness. No myometrial nodules are grossly identified. Two spring like coils are removed from the fallopian tubes. The left fallopian tube segment measures 5.8 cm in length and up to 1.1 cm in diameter. There is a identifiable central lumen. The right fallopian tube segment measures 6.8 cm in length and 0.9 cm in diameter. There is a identifiable central lumen. Findings: normal external genitalia, martial introitus with stage I rectocele and perineal laxity, normal uterus, ovaries tubes and pelvic peritoneum. Liver and gallbladder surface are normal concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information and lab data updated. Outcome of all events updated to resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("severe allergic reaction to nickel with anaphylactic shock"), anaphylactic shock ("severe allergic reaction to nickel with anaphylactic shock") and genital haemorrhage ("heavy bleeding / abnormal bleeding") in a 39-year-old female patient who had essure (batch no. Cs0003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. Declined pre-procedure benzo diazepam. Concurrent conditions included parity 3, painful periods since (B)(6) 2016, menses irregular with excessive bleeding since (B)(6) 2016, pelvic pain since (B)(6) 2016, rectocele since (B)(6) 2016 and perineal disorder since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 16 days after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), anaphylactic shock (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). On an unknown date, the patient experienced rash ("rashes or skin conditions"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and abdominal pain lower ("lower abdominal pain (infrequent)"). The patient was treated with epinephrine (epipen), fluocinonide, surgery (within 3 weeks after insertion a total hysterectomy and bilateral salpingectomy was performed), surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy, posterior colporrhaphy with) and surgery (ablation on (B)(6) 2014). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, anaphylactic shock and pelvic pain outcome was unknown and the genital haemorrhage, rash, dyspareunia, hormone level abnormal, vaginal haemorrhage, menorrhagia and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, allergy to metals, anaphylactic shock, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram in 2014: successful blockage. Approximate weight at the time of essure placement: 155 lbs. On (B)(6) 2016, procedure performed: laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy, posterior colporrhaphy with perineorrhaphy. Gross description: the cervical os measures 1.5 cm in average diameter, the uterus sounds to 7.7 cm. The uterus is bivalved revealing a shaggy endometrium. The myometrium measures 2.1 cm in thickness. No myometrial nodules are grossly identified. Two spring like coils are removed from the fallopian tubes. The left fallopian tube segment measures 5.8 cm in length and up to 1.1 cm in diameter. There is a identifiable central lumen. The right fallopian tube segment measures 6.8 cm in length and 0.9 cm in diameter. There is a identifiable central lumen. Findings: normal external genitalia, martial introitus with stage I rectocele and perineal laxity, normal uterus, ovaries tubes and pelvic peritoneum. Liver and gallbladder surface are normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr received. Reporters were added. Patient details, historical condition, concomitant disease, treatment drug, lab data and unstructured relevant tests were added. Rashes, dyspareunia (painful sexual intercourse), hormonal changes, abnormal bleeding (vaginal, menorrhagia) and lower abdominal pain (infrequent) were added as events. Essure lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and, three days after implant procedure, experienced severe allergic reaction to nickel with anaphylactic shock (seen as allergy to metals and anaphylactic shock). She received epi-pen shot and was admitted to the hospital where she was monitored for 24 hours. She also experienced heavy bleeding (genital haemorrhage). Within three weeks after insertion, she was submitted to a total hysterectomy and bilateral salpingectomy. Allergy to metals and genital haemorrhage are anticipated whereas anaphylactic shock is unanticipated in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to this device, especially those with a history of metal allergies. In addition, some patients may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported for this device include rash, pruritus, and hives. Anaphylactic shock is generally acute and more severe than the mentioned symptoms, however, considering the events' nature and the plausible temporal relationship, both allergy to metals and anaphylactic shock were considered related to essure. During the essure therapy, abnormal genital bleeding may occur. Considering the positive temporal relationship and the lack of alternative explanation, event was considered related to essure. This case was regarded as incident, as medical and surgical interventions were required. In addition, a non serious event was reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("severe allergic reaction to nickel with anaphylactic shock"), anaphylactic shock ("severe allergic reaction to nickel with anaphylactic shock") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On (B)(6) 2014, 3 days after starting essure, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required), anaphylactic shock (seriousness criteria hospitalization and clinically significant/intervention required), pelvic pain ("pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with epinephrine (epipen) and surgery (within 3 weeks after insertion a total hysterectomy and bilateral salpingectomy was performed.). Essure was withdrawn. At the time of the report, the allergy to metals, anaphylactic shock, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered allergy to metals, anaphylactic shock, pelvic pain and genital haemorrhage to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and, three days after implant procedure, experienced severe allergic reaction to nickel with anaphylactic shock (seen as allergy to metals and anaphylactic shock). She received epi-pen shot and was admitted to the hospital where she was monitored for 24 hours. She also experienced heavy bleeding (genital haemorrhage). Within three weeks after insertion, she was submitted to a total hysterectomy and bilateral salpingectomy. Allergy to metals and genital haemorrhage are anticipated whereas anaphylactic shock is unanticipated in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to this device, especially those with a history of metal allergies. In addition, some patients may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported for this device include rash, pruritus, and hives. Anaphylactic shock is generally acute and more severe than the mentioned symptoms, however, considering the events' nature and the plausible temporal relationship, both allergy to metals and anaphylactic shock were considered related to essure. During the essure therapy, abnormal genital bleeding may occur. Considering the positive temporal relationship and the lack of alternative explanation, event was considered related to essure. This case was regarded as incident, as medical and surgical interventions were required. In addition, a non serious event was reported. A product technical analysis is expected.